Event description:
The pmta applicator was placed into the target liver tissue. Correct placement not achieved on first attempt and repositioned twice within same incision. The ablation procedure parameters were set at 180w for 3 minutes. Energy initiated, popping noise heard and error message displayed on screen after 2 seconds. The applicator was removed from the target tissue and it was noted that the ceramic tip had fractured and approximately 1mm of ceramic tip was still attached. Subsequent ultrasound showed tip located between liver capsule and tumour.